Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 61cm distal of the strain relief. There was no distal portion of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the chest. A 3.75mm x 12mm quantum maverick balloon catheter was selected for use. However, it was noted that the balloon was fractured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the shaft of the catheter was kinked and not a balloon rupture as what was previously reported. The device was removed within the guidecather and completely removed from the patients body.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.75mm x 12mm quantum maverick balloon catheter was selected for use. However, it was noted that the balloon was fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B5) describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the chest. A 3.75mm x 12mm quantum maverick balloon catheter was selected for use. However, it was noted that the balloon was fractured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the shaft of the catheter was kinked and not a balloon rupture as what was previously reported. The device was removed within the guidecather and completely removed from the patients body.